Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30's mg/dl. Customer stopped insulin delivery to address the low bg. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level; however, this could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.